Event description:
Underwent cataract surgery on 12/11/96, and implantation of a co's model aq-2003v intraocular lens was attempted by the surgeon. However, the dr's office stated that the lens was hard to load into the injector and during insertion it flipped in the pt's eye and the haptic tore the posterior capsule. The lens was removed and a vitrectomy was necessary. Another lens style was implanted.